Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of the cardiac resynchronization therapy defibrillator (crt-d), the lead was unable to be connected to the right ventricular (rv) port and there was constant high and undefined defibrillation impedance. It was determined to be a device connection problem. The device was not used and another device was implanted and was connected normally. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.